Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that had a refered patient that was injected in the chin with 1cc of juvéderm voluma® xc. Approximately two weeks post injection, patient developed a nodule on the chin which was "stiff, red and warm to touch.¿